Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient reported that the pump exhibited a visibly damaged battery cap that could not be properly attached to the device. The patient also stated that the battery cap had not been replaced in 1 1/2 years. The pump user guide instructs that the battery cap must be replaced a minimum of once a year.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels.